Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:strip issue.

Event description:
Consumer reported complaint for "lo" (<20mg/dl) blood glucose test results. The customer is concerned with tests results from results obtained of "lo". The customer's expected non-fasting blood glucose test result range is 140mg/dl to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 130mg/dl using true result meter and 114 mg/dl using the same meter. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date in the month of (B)(6). The meter memory was reviewed for previous test result history: reviewed meter memory (B)(6). Memory concerns: the customer is concerned with the result of the lo in the meter's memory. The customer was advised that the lo could mean the blood result is below 20mg/dl. The customer says never gotten below a 70mg/dl. Customer advised in order to get an accurate blood result to wait 2 hours after a meal or medication to perform the blood test.